Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, during phacoemulsification (phaco) mode of cataract surgery with intraocular lens (iol) implantation, an ophthalmic operating system exhibited weak aspiration and the patient experienced corneal edema. The surgery was completed on the same day with the same system. Current condition of the patient is unknown. Additional information has been requested but is not available at the time of this report. This report pertains to fourth of the four reports from the same facility.